Event description:
On (B)(6) 2019, a perceval size small (pvs21) implant attempt occurred. The device was reportedly implanted and explanted due to being undersized. A perceval size medium (pvs23) was ultimately implanted. The event was detected after the patient was weaned from bypass. A central leak was identified. No perceived issue with the device is reported. The patient remained stable throughout the procedure and had a good outcome after surgery.

Manufacturer narrative:
Per additional information received, the manufacturer was informed that the initial issue detected was the under-sizing of the device, not the oversizing as initially reported (pvs21 explanted and replaced with a pvs23). Since the serial number of the device involved with this event (pvs21) is unknown and the device was reportedly discarded, no device investigation is possible at this time. However, based on the information reported, there was not any factor that is believed to have caused or contributed to the event, which was reportedly attributed to an initial mis-sizing of the device. As such, based on the available information, the root cause of the reported event can be reasonably attributed to an unintended user error (mis-sizing of the device). Should additional information be received on this event, a follow-up report will be submitted. H3 other text : device discarded.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the device was reportedly discarded, no further investigation can be performed at this time. However, based on the available information, the root cause of the reported event can be reasonably attributed to an unintended user error (mis-sizing of the device). Should additional information be received on this event, a follow-up report will be submitted.

Manufacturer narrative:
Based on the limited information available, it is possible that a device mis-sizing contributed to the reported event. However, since no further details on the event are available, the root cause cannot be ultimately confirmed. The manufacturer is following up to retrieve additional information. If received, a follow-up report will be submitted. Device location not presently known.

Event description:
On (B)(6) 2019, a perceval size medium (pvs25) implant attempt. The device was reportedly implanted and explanted due to being oversized. A perceval size small (pvs21) was ultimately implanted. No other information is presently known.